Event description:
Customer reports the following: "pump was due for inspection, replaced rfid battery as well as the internal lithium battery pack and the pump membrane. Upgraded software, performed calibration and all tests. Verified accuracy and that the pump was located using the pump location software. All tests okay, returned to service. Replaced defective front panel assembly. The unit was dropped off with an alarm 28-0002 keyboard. Installed new front panel and tested okay." Reporting due to the referenced error; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins for investigation as repairs were carried out locally. Repairs report indicates that the "defective front panel was replaced". Despite several requests for parts return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. The root cause of the reported issue could be linked to a defective front panel but based on available information this cannot be confirmed. If further information are provided later on we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.